Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In the initial report, date received by manufacturer is incorrect as the actual date was (B)(6) 2016. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss replaced the hard drive. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications all pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a phacoemulsification machine displayed a hard drive error. Through follow up, it was determined the machine had a blue screen displaying in between 2 procedures. The machine did not work anymore; therefore, a back up unit was used to complete the remaining procedures. There was no patient injury reported.